Manufacturer narrative:
Additional information: h3, h4, h6, h11. H11: the actual device was not available; however, three photographs of the sample were provided for evaluation. Visual inspection of the photographs observed a leak at the administration spike port area. The reported condition was verified. The cause of the reported condition could not be determined; however, most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the leaked occurred multiple times ¿ july 05 was one of the dates. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port areas. The leaks were observed when the product was pulled from the shelf. There was no patient involvement. No additional information is available.